Event description:
It was reported that a patient experienced an acute myocardial infarction and subsequently died coincident with peritoneal dialysis therapy. The patient died at home the same day as the acute myocardial infarction. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the serial number is unknown, a complete device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.